Manufacturer narrative:
He results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, post-sensed t-wave oversensing which resulted in false detection of atrial fibrillation episodes were noted on the device. Technical support was contacted and device reprogramming was recommended. However, no intervention has been conducted at this time but is anticipated at the next follow up. The patient experienced no consequences and will continue to be monitored.